Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report is a follow up report to the supplemental report from november 25, 2015. The hospital informed gore that an additional non gore device was implanted. Additional images were sent for evaluation. (B)(4). The results of the imaging evaluation.

Event description:
Additional information were received: on (B)(6) 2015 the underwent a secondary reintervention. The patient was implanted with a bolton relay device. The patient was discharged at (B)(6) 2015. The type I endoleak is still existing. A further intervention is not planned.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2105 the patient was implanted with a conformable gore® tag® thoracic endoprosthesis to treat a complicated type b dissection in emergency. The patient was admitted to the hospital with chest and back pain. The device was placed in the descending aorta in zone 3, distal to the left subclavian aorta. The patient is enrolled in the (B)(6) reimbursement registry (B)(4) and as well in the great registry (B)(4). The patient has a medical history of 30 years smoking and hypertension. On (B)(6) 2015 the computed tomography scan with contrast medium was performed and showed a perfusion to the false lumen through a tear proximal to the device in an untreated segment. On (B)(6) 2015 the patient was discharged. The laboratory parameters measured on (B)(6) 2015 showed an inflammatory syndrome (crp 224mg/l) and a hemoglobin 12.3g/dl. On (B)(6) 2015 re-hospitalization due to inflammatory syndrome (shivers, febricula and asthenia). On (B)(6) 2015 transfusion of 4 blood units due to anemia (hemoglobin 8.8g/dl). On (B)(6) 2015 computed tomography scan with contrast medium was performed and showed an enlargement of the false lumen. On (B)(6) 2015 a transesophageal echography (tee) was performed. A thrombosis was visible around the device, no infection signs. On (B)(6) 2015 a re-intervention was done. Two additional conformable gore® tag® thoracic endoprosthesis (tge 404010 lot 13687730 / tge 44015 lot 13891652) were implanted to extend the previous device proximal in zone 2. The radiologist stated that the supply of the left subclavian artery lead to a retrograde supply of the aortic false lumen with opafication from bottom to top (equivalent type ii endoleak). During the procedure the tge 404010 covered the vertebral artery, which was born directly from the aorta and not from the subclavian artery. An aortic stent graft, unknown brand, was implanted at the same time to save the vertebral artery. The physician performed during the procedure a carotid axillar bypass. The perfusion of the false lumen was not completely solved. The physician was monitoring the patient, wait and watch. On (B)(6) 2015 the patient was discharged. On (B)(6) 2015 the patient was for a follow up visit in the hospital. The perfusion is still ongoing supplied by the left subclavian artery and an additional re-intervention is planned.